Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured in 11/26/2019 and placed into service on 01/13/2020 with battery pack serial number (B)(6). The review of the log file identified that the user was performing excessive self-testing which reduced the batteries life expectancy and on 8/17/2022 the battery became completely depleted. Once the battery pack became depleted there was no evidence of any human interaction in the log file to address the AED's condition until a replacement battery pack was inserted in 10/17/2023. The cause of the AED not powering on is related to a lack of maintenance of the AED, specifically, the AED's battery pack.

Event description:
An international distributor reported that a customer's AED would not power on with a dbp-1400 battery pack serial number (B)(6). They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.